Event description:
It was reported by service report that the bed is giving an error code 201 from the head left load cell. Scale and bed exit were not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell.